Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed only the proximal segment of the lead was returned, severed approximately 260 mm from the terminal end. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection found no abnormalities on the segment of lead returned. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that shortly after implant this right ventricular lead exhibited failure to capture, high capture thresholds and undersensing. It was determined that this lead had perforated and patient experienced pericardial effusion. This lead was explanted. No additional adverse patient effects were reported. Additional information received, the patient experienced infection. This lead was explanted and successfully replaced. No additional adverse patient effects.

Event description:
It was reported that shortly after implant this right ventricular lead exhibited failure to capture, high capture thresholds and undersensing. It was determined that this lead had perforated and patient experienced pericardial effusion. This lead was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that shortly after implant this right ventricular lead exhibited failure to capture, high capture thresholds and undersensing. It was determined that this lead had perforated and patient experienced pericardial effusion. This lead was explanted. No additional adverse patient effects were reported. Additional information received, the patient had experienced infection. This lead was explanted and successfully replaced. No additional adverse patient effects.